Event description:
It was reported that during the implant procedure, the lead dislodged while slitting the sheath. The physician replaced the sheath with another one to complete the procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.